Event description:
An ortho-clinical diagnostic laboratory specialist reported falsely elevated troponin I results on two samples from the same patient at a customer's site. The patient underwent cardiac catherization based on these results and an ECG report. Follow up testing indicated that the samples were negative. There was no report of patient harm as a result of this event.